Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00520553. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during analysis of the sample a rupture was observed on the anterior and extending to the posterior view, measurement approximately 11.9 cm. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00520553. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a female patient underwent a breast augmentation revision with mentor memorygel 300cc silicone breast implants which bilaterally ruptured after the implantation. As a result patient underwent bilateral removal and replacement with another mentor silicone implants on (B)(6) 2019. This report is for the left side.